Manufacturer narrative:
The carefusion service tech found the power board had a blown resistor, component r85. This would cause the internal battery to not receive a charge properly. The power board was replaced to correct the reported problem.

Event description:
It was reported that the ventilator's battery would not hold a charge.